Event description:
It was reported that the delrin ball in the locking mechanism of the aseptic battery housing was missing or falling out. Nothing fell into a surgical site, as this was determined while inspecting the device. There was no patient involvement and no allegation of adverse consequences associated with this event.

Event description:
It was reported that the delrin ball in the locking mechanism of the aseptic battery housing was missing or falling out. Nothing fell into a surgical site, as this was determined while inspecting the device. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
Device not was returned for evaluation. Additional information will be submitted if the device is received and the quality investigation is complete. (B)(4)

Manufacturer narrative:
Updated to indicate the device will not be returned for evaluation. The device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was not returned for evaluation.